Event description:
It was reported that the wrong length label on screws. It should be l30 and it says l35. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the screw-length on label is wrong (it reads l35 instead of l30). The label does not correspond with the specifications. A delivery stop has been started. However, a review of the device history records has been requested. Also, an internal corrective action determination has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record reports the complaint to be indeterminate, the manufacturing documents were reviewed and no complaint related issues were found. Updated manufacturing date, the initial reported MFR date as 7/8/2011 should be 6/30/11. Placeholder.